Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 8 months after implantation the implanted neurostimulator (ins) was explanted due to not working. Additionally the patient (pt) reported an infection along with bleeding. The pt stated it was always bleeding. No additional symptoms or complications were reported.